Manufacturer narrative:
A partial lead was returned in one piece measuring 42.0/52.0/64.0 cm (outer insulation/inner insulation/stretched coils). Visual inspection of the lead found an external insulation abrasion 14.5 ¿ 15.0 cm breaching the outer insulation at distal region consistent with friction to another device or feature of the patient anatomy. Other damage found was sustained during the surgical procedure. Without return of the entire lead, a complete analysis could not be performed.

Event description:
This event is to report a malfunction observed during analysis.